Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a regular office visit, the polarity setting had been changed to unipolar. The lead impedance was undefined and there was pacing failure and noise observed. The lead was removed and replaced. No patient complications have been reported as a result of this event.